Manufacturer narrative:
This report is being submitted to relay corrected information. It had previously been reported that the device was returned to the manufacturer. It has not been returned to the manufacturer.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that the tsvm4b11 implant was placed after sinus lift through crestal approach was completed. Unable to obtain primary stability and the implant was immediately removed. Tooth location # 3. Pain is reported.